Manufacturer narrative:
Device (a) blade damage tip off. Device (b-d) blade cracked due to activation without tissue. Device (c) blade damage cracked tip. Evaluation summary: four devices (a-d) were returned for analysis. Device (a) was returned with the distal tip of the blade broken off. The remaining blade portion had scratches. This blade tip portion may have broken off of the device during transport to our decontamination facility or from our decontamination to the analysis site. Device (b) was received with the blade discolored (burnt) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (burnt area). This failure is caused due to activation of the device while clamped without tissue being present. Device (c-d) was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The devices were tested with a generator and an error code was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c information: batch # d9d71p; expiration date: 12/2011; manufacturing date 1/2007.

Event description:
It was reported that during a lar procedure, the generator signaled "error instrument" with four devices after a few minutes of working. No patient consequences were reported.